Event description:
Patient reporting of feeling shocks throughout his body during MRI. Patient was at (B)(6) was scheduled for a MRI of his foot. A programmer was sent and the device was turned off. Hosptial used a ge send and receive coil. The hospital followed our procedures within our MRI manual. 1.5 tesla MRI was used. Patient said that the sensation he was feeling was over his whole body. He also said the shocking he was feeling was not around the location of the device. After the MRI was attempted, I reached out to (B)(6) and had a nurse who was on patient's floor, we confirmed that the device was turned off, with the following settings: 488 ohms, 5 v, current 10.2 ma, pulse width 330, rate (B)(4), on .1 sec, off 5 sec.